Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked right plunger and cracked crew-boss on the left plunger case. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was not duplicated. All reading were within the required specifications. The cause of the reported issue was due to the customer stopping the infusion. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Event description:
It was reported that during use, the device "pumped too much into patient". No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.